Event description:
Received a report that cracks and chips were discovered on the locking ring of an 8lpc tracheostomy tube. There was no pt harm reported and the tube was replaced with a different trach tube without incident.